Event description:
The customer experienced a twist clamp not working during use. It was reported that the clamp of the transfer set was loose. No patient injuries or medical interventions occurred as a result. Analysis showed that one of the occluder feet was broken.